Event description:
It was reported that the pump was alarming, and screen read no disposable clamp tubing. The patient was instructed to silence the alarm. The patient reviewed pump settings and the pump powered off. They were instructed to close clamp on tubing and remove the cassette. They tried to troubleshoot the issue by massaging tubing, reattaching cassette and restarting the pump. The alarm still persisted with the disposable pump not being able to run. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.